Event description:
The device was set to deliver a solution of protonix drip 80mg/100cc at a rate of 10cr/hr (8mg/hr). The infusion started at 8:00pm and reportedly, the 100ml bag had emptied by 1:00 am. No pt injury was reported.